Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user requested an appointment due to pain in the implant area. During the appointment it was discovered that the implant had extruded. The surgeon is to see the user with regards a possible revision surgery for a new skin flap.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to infection and an extrusion of the device through the skin. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the issue. In addition in situ measurements since 2010 showed two channels with hi impedance due to undetermined reasons. This is a final report.

Event description:
The user requested an appointment due to pain in the implant area. During the appointment it was discovered that the implant had extruded. The user was seen again and the surgeon indicated that there were signs of infection present in the skin at the implant site. In september 2021 the problems reported were skin pain and burning sensation. The user has been explanted and the electrode array was left inside the cochlea for later re-implantation.